Event description:
Complaint alleged that during a rountine shift check by a clinician, the device displayed a "bridge test failed" message. Complaintant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.